Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pumps, reservoir and cylinders were visually and microscopically examined, and leak tested; the cylinders were also pressure tested. No anomalies were found with the reservoir and cylinders. Under microscope examination of the pump, it was identified that the deflation ball was misaligned as it was seated too far; also, there was a misalignment in the poppet rod. Based on the information available and analysis results, the misalignment in the deflation ball and the poppet rod identified in the pump could have caused or contributed to the reported clinical observation of inflation anomaly.

Event description:
It was reported that the patient experienced difficulties with the pump of this inflatable penile prosthesis (ipp) since the cylinders would not inflate. A surgical procedure was performed and the ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient experienced difficulties with the pump of this inflatable penile prosthesis (ipp) since the cylinders would not inflate. A medical appointment was performed on (B)(6) 2022. No further information has been reported.

Manufacturer narrative:
B3 date of event is an approximate.

Event description:
It was reported that the patient experienced difficulties with the pump of this inflatable penile prosthesis (ipp) since the cylinders would not inflate. A surgical procedure was performed and the ipp was removed and replaced. There were no patient complications reported.